Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ rupture: no observed rupture on the device. ¿ product discoloration: not observed. As per the investigation procedure, deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported intracapsular rupture of the left device discovered via MRI and (reconstruction following mastectomy). Cleaning of the protetic loge. Modification of the color. Additionally healthcare provider reported discovery on breast imaging to monitor a rupture of a left intracapsular breast prosthesis (breast reconstruction following a mastectomy). Current condition of the patient: modification of the appearance of the reconstructed left breast. Actions taken in the healthcare establishment to care for the patient: ablation of the breast prosthesis left with capsulectomy. Extensive cleaning of the prosthetic compartment. The device has been explanted. Capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6) ; fax: (B)(6).

Event description:
Healthcare provider reported intracapsular rupture of the left device discovered via MRI and (reconstruction following mastectomy). Cleaning of the protetic loge. Modification of the color. Additionally healthcare provider reported discovery on breast imaging to monitor a rupture of a left intracapsular breast prosthesis (breast reconstruction following a mastectomy). Current condition of the patient: modification of the appearance of the reconstructed left breast. Actions taken in the healthcare establishment to care for the patient: ablation of the breast prosthesis left with capsulectomy. Extensive cleaning of the prosthetic compartment. The device has been explanted. Capsulectomy performed.